Event description:
It was reported that the patient experienced pain and non-auditory stimulation resulting in the decision the explant the device on (B)(6) 2018. The patient was not reimplanted.

Manufacturer narrative:
Following analysis of the device it was reported the results indicate a device failure. This report is filed on march 04, 2019.